Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (she had undergo one or more surgeries to remove one or more of the essure coils.). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), genital haemorrhage ("heavy abnormal bleeding") and blindness ("vision/eye problems type: vision loss") in a 31-year-old female patient who had essure (batch no. D13385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage and multiparous. Concurrent conditions included overweight, hyperthyroidism, anemia and ovarian cyst. Concomitant products included amoxicillin, iron and levothyroxine. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced rash papular ("rashes or skin conditions type: bumps on skin"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea,"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight gain / loss specify which one: weight loss") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced blindness (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract vaginal) type: urinary tract infection") and vaginal infection ("infection (bladder/ urinary tract vaginal) type : vaginal"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), anaemia ("other injury(ies) or complication (s) please describe: anemia"), back pain ("back pain (lower and upper back)"), abdominal pain upper ("stomach pain") and pain in extremity ("leg and right pain"). The patient was treated with paracetamol (tylenol), bactrim (mortin) and surgery (bilateral salpingectomy for removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, blindness, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, rash papular, migraine, headache, nausea, tooth disorder, dyspareunia, vaginal discharge, fatigue, weight decreased, alopecia and anaemia outcome was unknown and the abdominal pain, back pain, abdominal pain upper and pain in extremity had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anaemia, back pain, blindness, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, rash papular, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: laparoscopy, bilateral salpingectomy and removal of foreign object from the left tube and configuration of endometriosis. Current weight 102 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Ultrasound scan - on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), genital haemorrhage ("heavy abnormal bleeding") and blindness ("vision/eye problems type: vision loss") in a 31-year-old female patient who had essure (batch no. D13385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, multiparous and cesarean section. Concurrent conditions included overweight, hyperthyroidism, anemia, ovarian cyst, hypothyroidism, rheumatoid factor positive and vitamin d deficiency. Concomitant products included amoxicillin, iron and levothyroxine. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced rash papular ("rashes or skin conditions type: bumps on skin"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea,"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced blindness (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract vaginal) type: urinary tract infection") and vaginal infection ("infection (bladder/ urinary tract vaginal) type : vaginal"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), anaemia ("other injury(ies) or complication (s) please describe: anemia"), back pain ("back pain (lower and upper back)"), abdominal pain upper ("stomach pain") and pain in extremity ("leg and right pain"). The patient was treated with paracetamol (tylenol), sulfamethoxazole;trimethoprim (mortin) and surgery (bilateral salpingectomy for removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, blindness, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, rash papular, migraine, headache, nausea, tooth disorder, dyspareunia, vaginal discharge, fatigue, weight decreased, alopecia, anaemia, back pain, abdominal pain upper and pain in extremity had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anaemia, back pain, blindness, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, rash papular, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: laparoscopy, bilateral salpingectomy and removal of foreign object from the left tube and configuration of endometriosis. Current weight 102 lbs per medical record: she was not pregnant. Mr-hpi- female who presents for an annual exam. Pt. Reports heavy vaginal bleeding with clots. Pt. Thinks she may have passed essure implants. She states she never had a flu hsg to confirm occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Ultrasound scan - on (B)(6) 2015: results: total bilateral occlusion; on (B)(6) 2016: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; pelvic pain, vaginal hemorrhage, abdominal pain, lower abdominal pain, vaginal discharge, rash, nausea, dyspareunia, back pain, fatigue, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2019: reporter information was added. Per plaintiff fact sheet: she had recovered from all the of mentioned events. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), genital haemorrhage ("heavy abnormal bleeding") and blindness ("vision/eye problems type: vision loss") in a 31-year-old female patient who had essure (batch no. D13385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage and multiparous. Concurrent conditions included overweight, hyperthyroidism, anemia and ovarian cyst. Concomitant products included amoxicillin, iron and levothyroxine. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced rash papular ("rashes or skin conditions type: bumps on skin"). In (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea,"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight gain / loss specify which one: weight loss") and alopecia ("hair loss"). In (B)(6)2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced blindness (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract vaginal) type: urinary tract infection") and vaginal infection ("infection (bladder/ urinary tract vaginal) type : vaginal"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), anaemia ("other injury(ies) or complication (s) please describe: anemia"), back pain ("back pain (lower and upper back)"), abdominal pain upper ("stomach pain") and pain in extremity ("leg and right pain"). The patient was treated with paracetamol (tylenol), bactrim (mortin) and surgery (bilateral salpingectomy for removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, blindness, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, rash papular, migraine, headache, nausea, tooth disorder, dyspareunia, vaginal discharge, fatigue, weight decreased, alopecia and anaemia outcome was unknown and the abdominal pain, back pain, abdominal pain upper and pain in extremity had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anaemia, back pain, blindness, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, rash papular, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: laparoscopy, bilateral salpingectomy and removal of foreign object from the left tube and configuration of endometriosis. Current weight 102 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Ultrasound scan - on 21-nov-2015: total bilateral occlusion ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received event " abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract vaginal) type: urinary tract and vaginal, rashes or skin conditions type: bumps on skin, migraines / headaches, nausea, dental problems, dyspareunia (painful sexual intercourse), vaginal discharge, vision loss, fatigue, weight loss, hair loss, anemia, back pain, leg pain, stomach pain" added. Reporter, patient and product information added. Outcome of event back pain, stomach pain, leg pain were updated as recovered. Lot number added. Concomitant and historical condition added concomitant and treatment drug added. Lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.